Manufacturer narrative:
An outside of the united states customer contacted a siemens customer care center and reported that false positive total human chorionic gonadotropin (thcg) results were obtained on two patient samples from an atellica im 1300 analyzer. Calibrations and quality controls (qc) were acceptable at the time of the event. The customer replaced reagent probe 1 (r1) and recalibrated the instrument. A customer service engineer (cse) was dispatched to the customer's site, reviewed the error logs, and found autocheck was acceptable. The secondary vacuum was adjusted and the connection to the tertiary vacuum pressure sensor was tightened. The acid and base pumps did not leak, dispensing tests passed on both pumps, and the wash blocks were cleaned. Then, the cse replaced aspirate probe 1, checked the probe guide alignment, checked the sample probe alignment to the incubation ring, checked that pack piercing position punctures were centered on the packs, and ran autocheck, which recovered acceptably. Lastly, the cse performed calibration and ran a precision study to verify the instrument's performance. The cause of the falsely elevated thcg results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Low total human chorionic gonadotropin (thcg) results were obtained on two patient samples from an atellica im 1300 analyzer, with serial number im01735. The samples were repeated on an alternate atellica im 1300 analyzer, with serial number (B)(4), and the repeat results recovered higher and above the cut-off for pregnancy. <2 iu/l was reported, as the correct results, for both patients. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated thcg results.

Manufacturer narrative:
Siemens filed initial MDR 2432235-2023-00063 on 14-feb-2023. Additional information (21-feb-2023): siemens further investigated the incident. The instrument log files demonstrate no aspiration or dispensing issues for the sample and reagent traces at the time of the event. The cause of the erroneous total human chorionic gonadotropin (thcg) results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.